Event description:
It was reported that the burr was stuck in lesion and the patient had to be deferred to surgery. The target lesion was located in the mildly tortuous and severely calcified right coronary artery. A 1.50mm rotapro was selected for use. During the procedure, the doctor was attempting to treat calcium in the target lesion; however, the 1.5mm burr became lodged in the coronary artery. They made several attempts to dislodge the burr but were unsuccessful. Consequently, the physician had to cut the drive shaft from the nose cone and send a microcatheter down to the lesion and was able to get enough leverage to dislodge the burr. The patient was deferred for surgery. No further patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The advancer, drive shaft, handshake connections, and coil were visually and microscopically examined. Inspection of the device found that the coil was kinked, stretched, and detached at the distal end. Functional testing was performed by attempting to rotate the drive shaft, and the drive shaft was able to be rotated. When the rotapro advancer was connected to the rotapro console control system and the knob switch (ablation button) was pressed, the device was able to rotate, but was not able to reach optimal rpm due to the damaged coil. Product analysis could not confirm the reported events, as clinical circumstances were unable to be replicated and the observed damage to the coil was considered attributable to the cutting of the device described within the reported events.

Event description:
It was reported that the burr was stuck in lesion and the patient had to be deferred to surgery. The target lesion was located in the mildly tortuous and severely calcified right coronary artery. A 1.50mm rotapro was selected for use. During the procedure, the doctor was attempting to treat calcium in the target lesion; however, the 1.5mm burr became lodged in the coronary artery. They made several attempts to dislodge the burr but were unsuccessful. Consequently, the physician had to cut the drive shaft from the nose cone and send a microcatheter down to the lesion and was able to get enough leverage to dislodge the burr. The patient was deferred for surgery. No further patient complications reported.